Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4024-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial lead impedance was steadily low in the bipolar pacing configuration and kept switching to unipolar pacing. The unipolar pacing impedance was higher and in that configuration there was better sensing and thresholds as well. Therefore, the lead was reprogrammed unipolar. The lead will be closely monitored and remains in use. No patient complications have been reported as a result of this event.